Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist stated that the customer mentioned they are not seeing any new issues, and orders are showing. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the patient order is not showing up for the nurses and the orders has to be updated by pharmacy. The issue caused a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this event.